Event description:
I am an insulin dependent diabetic and use an insulin pump. I had been having problems with very high blood sugars and could not find the problem. I then received the info in the mail regarding a recall on the lot 8 infusion sets by medtronic. Since using a different lot number, I have finally been able to get my sugars back under control. Dates of use: 2009. Diagnosis or reason for use: diabetic. Event abated after use stopped: yes. Event reappeared after reintroduction: no.